Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and the maintenance occurrences 602157588 and 602153370 (breaking plungers at disc entrance), potentially related to the occurrence were observed. The samples and photos sent by the customer were verified and it was possible to observe plunger broken. The probable cause for the occurrence is related to failure at plunger assembly station.

Event description:
It was reported that plunger rods of two bd solomed¿ syringe with needle were broken before use. Foreign complaints the following information was provided by the initial reporter, translated from portuguese to english: ¿ the plunger of the syringe is broken, it was identified the issue with the product inside the sealed packaged. ¿

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger rods of two bd solomed¿ syringe with needle were broken before use. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿the plunger of the syringe is broken, it was identified the issue with the product inside the sealed packaged.¿